Event description:
It was reported a 6f angio-seal vascular closure device was selected for use, post percutaneous coronary interventional procedure. The patient was dialyzed. The physician obtained pulsatile blood to ensure the arteriotomy locator was in the artery. The physician attempted to pull the device and sheath back in order to position the anchor against the artery wall. The suture broke at the anchor. It was questioned whether the suture was cut by something sharp, or by pulling hard on it. The artery hemorrhaged and manual compression was applied. A hematoma formed and the artery's condition required surgical repair. The anchor was left inside the skin (reason unknown). The patient was reportedly recovering.

Manufacturer narrative:
One 6f angio-seal mp tensioner spring, arteriotomy locator, sheath, and carrier tube assembly were received for evaluation. The anchor, collagen, and tamper tube were not returned. Suture was visible extending beyond the insertion sheath; the crimp stop was present. The suture was measured at 6.42 inches from the distal end of the preformed sheath tip. Microscopic analysis revealed the suture end had been cut; evident by the even straight suture strands. The arteriotomy locator tip was flared and split, consistent with insertion difficulties into the arteriotomy tract. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the information received, it is uncertain how the suture broke; however, the suture end had straight even strands, consistent with a cut made by a sharp instrument. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.